Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days ago, the patient had "no power and could not move". The caller was using the patient programmer during the call and initially reported seeing elective replacement indicator (eri) on the screen and requested assistance to clear past that message. Worked with caller to clear past the message to connect to do a check with the programmer. The caller reported they now saw end of service (eos). Reviewed the meaning of eri, eos and redirected to the doctor. The caller reported they had used the programmer 2 weeks ago and checked the battery and saw on/ok, they had not seen eri. The caller asked why the battery runs out so quickly, this would be the patient's third one. The caller said the patient had no falls or accidents. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.